Manufacturer narrative:
One (1) used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown and one (1) bd syringe 60 ml were received for evaluation. The returned used spinning spiros was pressure leak tested with no leakage found; however, an auxiliary test was conducted by pressurizing the used spinning spiros to 7 psi. The used device was tested while applying a light side load while turning the body. The device leaked at the poppet/post/o-ring interface. The probable cause of the leakage is o-ring post mismatch during molding in salt lake city. A device history review lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Concomitant products are the following: fludarabine, MFR unk; 60ml syringe, bd; unsp pump tubing with microclave, MFR unk; unsp trifuse, MFR unk.

Event description:
The event involved a spiros that leaked fludarabine a few minutes into the infusion. The family noticed a small puddle of fluid near the lines. The nurse assessed and noticed the chemo was coming out around the spiros at the connection between the syringe and the med line. The tubing was also found to be wet. The tubing was disconnected from the patient and disposed of properly in the yellow bins. The customer stated the spiros was connected to a microclave on the medication line, which was in an unspecified pump and attached to an unspecified trifuse that was attached to the patient. The blue play mat was cleaned appropriately and environmentally cleaned the room shortly after as a precaution. There was patient involvement, but no reported harm or adverse event; however, there was a delay in therapy as the chemo had to be re-ordered.